Manufacturer narrative:
This lead was subsequently removed from service due to an unspecified reason. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 12cm from the is-1 pin. Two sets of setscrew marks were noted on the terminal connectors in the correct location. Additionally, two sets of setscrew marks were noted on the is-1 terminal connector. One set of marks were in the correct location; however, the other set of marks were only a half of a setscrew mark which was noted on the edge of the pin indicating insufficient insertion. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the returned segment. Allegations could not be confirmed as returned segment of lead passed electrical testing. Visual inspection reveals half of a set screw mark is not in the correct location, an insufficient insertion, which could cause electrical anomalies.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received nineteen months after the initial observations were reported that this patient presented to the emergency room due to gastrointestinal problems. The patient was asymptomatic but had a heart rate of 30bpm. The patient was in atrial fibrillation (af) due to suspected electrolyte imbalance. A shock was delivered which converted the arrhythmia. A review of the episode noted the af was being over sensed as ventricular fibrillation (vf) and it is suspected that the rv was oversensing and inhibiting pacing. After the episode, there was no oversensing and normal pacing was observed. A revision procedure was performed in an attempt to replace the pacing and sensing portion of the rv lead. However, the patient's subclavian was partially occluded so the procedure was not completed. The physician never disconnected the rv lead from the device but the device was removed from the pocket. Immediately following the case, threshold measurements were high and pacing impedance measurements were greater than 2000 ohms. The device was programmed to monitor only (mo) and another procedure was going to occur to extract the lead; however, it was put on hold due to lack of surgical back-up. The patient was checked two days later and threshold and pacing impedance measurements were normal and stable. The device sensitivity was reprogrammed on the rv and the left ventricular (lv) channels. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.